Manufacturer narrative:
Concomitant medical products - model: 5076-52, lead; (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cardiovascular implantable electronic device (cied) upgrade procedure it was discovered that the patients vessels containing the right atrial (ra) lead and right ventricular (rv) lead had occluded. The procedure was completed and the ra lead was extracted, while the rv lead remains in use. No further patient complications have been reported as a result of this event.